Event description:
A vasoview hemopro 2 endovascular vessel harvesting system was found to stop working intermittently throughout a case. This caused delays in the surgical procedure. Device was to be returned to the manufacturer by materials management for failure analysis.